Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has a broken end cap. The customer's blood glucose reading was unknown at the time of incident.

Manufacturer narrative:
The insulin pump was received with broken off end cap. The insulin pump also had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads cracked and cracked reservoir tube lip.